Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 0.9; lab: 1.81. Inratio: 2.1; lab: 1.6. Caller stated that the venous draw and fingerstick were performed right after one another, no repeat tests were performed on the meter.

Manufacturer narrative:
End-user reported accuracy discrepant test result. Meter and strips were not expected to be returned. Timing between tests was reported within acceptable range. Pt info was not known, repeat meter test was not performed. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test 1: inratio: 0.9; lab: 1.81; mean: 1.36; confidence limits: 1.1-1.9. Test 2: inratio: 2.1; lab: 1.6; mean: 1.85; confidence limits: 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. The inr values for test 1 are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Product testing is required. Products associated with this complaint are not expected to return. Retain strips from lot 080938a are not available. Further investigation cannot be performed at this time. There is no sufficient info to determine the root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. As of 06/17/2009, 2 discrepant results complaint was reported for lot # 080938 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.